Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically fractured due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately nine months post generator changeout procedure that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection. It was noted that vegetation was found on the right atrial (ra) lead. No further patient complications have been reported as a result of this event.